Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment, foreign body and medical intervention. It was reported that this is a mitraclip procedure to treat functional regurgitation (mr) with a grade 4. The first clip was successfully deployed, reducing mr to 2. A second clip was to be implanted to further reduce mr; however, after the second clip delivery system (cds) entered the left ventricle, the clip became caught with the sub valvular tissue on the anterior mitral leaflet, increasing mr to 3-4. Troubleshooting was performed but failed; and therefore the clip was deployed to remove the cds. The clip was deployed on the leaflets as well as the subvalvular tissue. Two clips were deployed, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device appears to be related to patient morphology/pathology. The foreign body in patient was due to the procedural condition of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.